Manufacturer narrative:
Product complaint #: (B)(4). This report is for an unk - screws: nail distal locking /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a removal surgery. During the surgery, all devices were intact, no items were broken, and were removed successfully and without difficulty. Originally, the patient underwent for removal hardware of a left tibial shaft fracture for infection on (B)(6) 2020. The current removal surgery was completed successfully without any delay. The patient was fin postoperatively. This complaint involves 13 devices. This report is for (1) unk - screws: nail distal locking. This report is 13 of 13 for (B)(4).